Event description:
The customer reported a vent inop, pressure sensors failure occurrence. No patient harm was reported.

Event description:
The customer reported a vent inop, pressure sensors failure occurrence. No patient harm was reported.

Manufacturer narrative:
Contact information: (B)(4). A follow-up report will be submitted once the investigation is complete. Patient information requested.